Manufacturer narrative:
This right atrial (ra) lead will not be returned to boston scientific for technical analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead fractured. A surgical procedure was performed, and this lead was successfully replaced. No adverse patient effects were reported.